Event description:
In 2003 augmented with mentor saline implants, 250cc left, 275cc right. In 2006, pe - class ii capsule on right breast - class I capsule on left. Some asymmetry. Pt underwent bilateral capsulectomy and implant removal. Implants were removed intact - no problem with implants at all. Pt was augmented with mentor silicone implants 275cc bilaterally.